Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The touchscreen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The service engineer replaced the touch screen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating unit had touch screen failure. The customer reported there was no patient involvement.